Event description:
According to customer, a synchron cx9pro instrument generated a low total protein (tp3) result. The low tp3 result was 3.7g/dl. The customer did not indicate if this result was reported out of the lab. The same pt sample was later repeated for tp3. The original tp3 result was determined (by the customer) to be falsely low after the repeated tp3 results were higher than the original result. The repeated tp3 test on the original sample was retested in duplicate. The repeated tp3 results were 6.9g/dl and 7.0 g/dl. The customer did not provide any additional information regarding the repeated tp3 results. The customer indicated that there has been no change to pt treatment that can be attributed to this event.